Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: partially circumferential redundant fabric was the result of stent body crowding along the inner aortic curvature a circumferential ridge of low density just distal to the endograft end most likely represents infolded redundant aorta as the intercostal arteries indicate inferior shift of the aorta through the endografted segment. Superimposed is thrombus beginning at a ridge of redundant fabric along the inner aortic curvature extending over the length of the distal mainbody stent to the redundant aorta. This merges with irregular thrombus that accumulated at the aortic ridge. The irregular thrombus trails downstream in the thoracic aorta. It is possible that the reported leg weakness was secondary to emboli liberated from this thrombus. A dissection was not present. The endograft diameter matched the aorta diameter proximally and was less than 10% oversized distally. Recall was initiated as indication for use for btai has been removed from the product labeling. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the initial procedure went great. At the one month follow up, everything was fine. At six months the patient presented with leg weakness and a six month follow up CT scan was conducted. The scan revealed an issue just beyond the distal edge of the graft. They suspect this issue is either a dissection or circumferential thrombus formation. Patient outcome: they are planning a secondary intervention to re-line and extend the existing graft.

Manufacturer narrative:
(B)(4). Summary of investigational findings: partially circumferential redundant fabric was the result of stent body crowding along the inner aortic curvature. A circumferential ridge of low density just distal to the endograft end most likely represents infolded redundant aorta as the intercostal arteries indicate inferior shift of the aorta through the endografted segment. Superimposed is thrombus beginning at a ridge of redundant fabric along the inner aortic curvature extending over the length of the distal mainbody stent to the redundant aorta. This merges with irregular thrombus that accumulated at the aortic ridge. The irregular thrombus trails downstream in the thoracic aorta. It is possible that the reported leg weakness was secondary to emboli liberated from this thrombus. A dissection was not present. The endograft diameter matched the aorta diameter proximally and was less than 10% oversized distally. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the initial procedure went great. At the one month follow up, everything was fine. At six months the patient presented with leg weakness and a six month follow up CT scan was conducted. The scan revealed an issue just beyond the distal edge of the graft. They suspect this issue is either a dissection or circumferential thrombus formation. Patient outcome: they are planning a secondary intervention to re-line and extend the existing graft.